Manufacturer narrative:
Device discarded at hospital..

Event description:
Per cnf: during btk procedure,physician tried to advance the wire but it was unable to move forward so he pulled it back and took a look at it.he found that the surface of the wire was very wet and looked like coating was almost taken off. He mentioned that it looks like the coating was swollen within the vessel because procedure time was about more than an hour.

Manufacturer narrative:
A follow up report will be provided outlining details of complaint history, risk analysis and lot history details. Device discarded at hospital.

Event description:
Per cnf: during btk procedure, physician tried to advance the wire but it was unable to move forward, so he pulled it back and took a look at it. He found that the surface of the wire was very wet and looked like coating was almost taken off. He mentioned that it looks like the coating was swollen within the vessel because procedure time was about more than an hour.